Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. In initial report section b5 was mention incorrectly, correct b5 should be - the patient alleged particles in air path, nasal irritation, sore throat, difficulty breathing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspections of the device was completed by the manufacturer and found dark dust or dirt contamination observed in filter intake area, blower box area, outlet port and on the internal plastic surfaces, dried mineral deposits in the outlet port with minor white and dark fiber contaminate, white hair or fiber contaminate laying on the blower motor, minor amount of keratin on the blower outlet seal and around the blower box outlet port, dark sheen on the back of the ui panel. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of error. The manufacture concludes the contaminates found were consistent with dark dust or dirt contamination filter intake area, blower box area, outlet port and on the internal plastic surfaces, dried mineral deposits in the outlet port with minor white and dark fiber contaminate, minor amount of keratin on the blower outlet seal and around the blower box outlet port, dark sheen on the back of the ui panel and white hair or fiber contaminate laying on the blower motor inconsistent with sound abatement foam. There was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.